Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventive maintenance, they found CPAP tolerances are too high. The device failed their preventive maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage on device. Performed functional testing. CPAP (continuous positive airway pressure) tolerance was too high, confirming the customer's indicated failure. The root cause was that the CPAP needed calibration. Calibrated CPAP to address the problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.